Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level increased to high, although the specific value was not known, only displayed as "high." In response, the customer administered a correction injection using multiple daily injections (mdi). Reportedly, the customer resumed insulin therapy.